Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. Vascular access was obtained through the left femoral artery. The 90% stenosed de novo target lesion was located in the mid right coronary artery (rca) which was severely tortuous and calcified. The physician then placed a non-bsc 6f sheath, mach 1 6f al2 sh guide catheter and a pt2 ms guidewire. The physician then used a non-bsc ivus catheter to diagnose the lesion. A 3.0x12mm apex balloon was used to pre-dilate the lesion. The balloon was first placed in the mid rca and was inflated to 14 atm for 17 seconds. The balloon was then repositioned in the proximal rca and inflated to 14 atm three more times. A 3.0 x 32mm ion monorail stent delivery system (sds) was advanced but did not cross. The physician removed the sds and noticed stent struts flared on the proximal edge. A second 3.0x32mm ion stent was advanced but could not cross the lesion and was removed. A 3.25x12mm non-bsc balloon was then advanced across the mid rca and was inflated twice to 14 atm and was removed. The 3.0x32mm ion stent was reinserted and advanced again but still could not cross the lesion. Another pt2 guidewire was inserted and the physician again attempted to position the 3.0x32mm ion stent with no success and was removed. The physician then tried using a 3.0x12mm ion stent but still was not able to cross the lesion. The device was removed and a 3.5x12mm apex balloon catheter was inserted and a pt2 wire was removed. The apex balloon was inflated to 12atm and removed. The 3.0x12mm ion stent was reinserted and the stent was deployed. Following ptca of the mid portion stenosis was reduced to less than 20%. Placement of the 3 mm x 12 mm drug-eluting ion stent- in the proximal reduced stenosis to less than 10%. The procedure was completed with a different device. There were no patient complications and the patient status is okay.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).